Event description:
It was reported that removal difficulty occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified popliteal vein. A 7.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in a vascular access intervention therapy (vaivt). The balloon was dilated once at 10 atmospheres. During removal, some resistance was noted. Consequently, the tip of the sheath got cut during the difficultly removing the cutting balloon. The procedure was completed using this device. There were no patient complications as a result of this event.